Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility by four (4) emails and two(2) calls to obtain; patient treatment settings, patient information, patient photos. No information was received by incident forms nor photos. Lumenis service engineer visited the site and performed energy test for the ipl which was in specifications, he calibrated the ipl, the energy was in specifications. Performed resurfx energy test, which was within specifications. Performed q switched nd yag power test, which was within specifications. He concluded that the machine operational and ready for use. Device malfunction is not the suspected cause of the adverse event. No clinical evaluation was done as no incident forms were sent to lumenis. While the information received to date does not confirm that a serious injury occurred, due to the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an 'abundance of caution'. Should new and relevant information become available, the complaint record and medwatch report will be updated accordingly.

Event description:
A user facility reported that while using the m22 ipl blistering was with vascular preset 6mm and a linear blister on the cheek with large tip 560nm.